Manufacturer narrative:
When tested the oad functioned as intended with no anomalies noted. Elongation damage was observed on the driveshaft during visual inspection. While it is possible the damage may have been caused by handling and manipulation during the procedure, the cause of the damage could not be conclusively determined. At the conclusion of the failure analysis investigation the event could not conclusively be confirmed through analysis.

Manufacturer narrative:
Device code: appropriate term/code not available. Suggested code: difficulty advancing/withdrawing the device. Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed.

Event description:
During a case with a peripheral diamondback orbital atherectomy device (oad), a 6fr sheath was used in the common femoral artery in a female patient with a target lesion in the left illiac artery. The oad shaft could not be advanced into the lesion from the common femoral artery, and a radial approach was used to continue the procedure. The oad stopped spinning during the procedure. Difficulty was encountered when removing the oad from the patient. A possible type a vessel dissection was noted in the external illiac vessel. The lesion and possible dissection were stented, and the procedure was completed with a 30-40 minute delay due to the reported issues. The patient was well following the procedure.